Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive. The heart shadow pulse disappeared after observation via imaging. A cardiac tamponade was then confirmed via imaging. The cardiac tamponade was treated. The case was aborted the patient was not under general anesthesia. No further patient complications have been reported as a result of this event. 2024-05-06, additional information was received that the heart beat was obscured by the liquid and no obious beat could be observed. Pericardialcentesis was performed successfully.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0011991943 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. Visual inspection of the dilator confirmed that the dilator tip, shaft and luer were intact with no apparent issue. The dilator was inserted into the sheath and was snap-locked into the sheath properly. Visual inspection and magnifying with a high-resolution microscope revealed that the dilator luer was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.016 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.004 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.000 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported cardiac tamponade occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 2ach20 ; product type:  mapping catheter product ID afapro28 ; product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive. The heart shadow pulse disappeared after observation via imaging. A cardiac tamponade was then confirmed via imaging. The cardiac tamponade was treated. The case was aborted the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.